Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause of the reported event could not be established. It is presumed the event was due to deterioration of the scope or user handling. Per the product instructions for use (IFU): "maintenance management: the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.1, ¿troubleshooting guide¿ on page 66. If the irregularity is still observed after inspection, contact olympus. Warnings and cautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Additionally, maintenance of the forceps elevator has to be performed according to ¿inspection schedule related to forceps elevator¿ in the manual. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus for evaluation. The service technician was able to duplicate the user's report. There was a leak on c-cover. No fluid invasion found. However, a deep buckle was found on the insertion tube near bending section. The cause cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the device was returned due to being flooded [sic]. During estimation it was found the distal end of the plastic cover had a leak, the l-arm was dirty. There was no patient injury reported.